Manufacturer narrative:
(B)(4). The device involved has not been recieved for evaluation by the manufacturer at the time of this report.

Event description:
Customer complaint alleges the device cuff would not inflate. Alleged defect reported prior to use. No patient involvement reported.

Event description:
Customer complaint alleges the device cuff would not inflate. Alleged defect reported prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual examination was performed and signs of contamination were observed. Discoloration, missing parts or design irregularities could not be found. The graduation marks on the shaft was clearly visible. The inspection of the luer- and luer-lock-connector and the yellow control balloon did not reveal any irregularities. An inflation and deflation test was performed with the returned device. The balloons were inflated with air and deflated easily, without any difficulty. Closer examination of the inflated balloon revealed that the balloon is not within the specification for cuff symmetry. The performed visual examination and functional tests revealed an improper balloon symmetry but the inflation system was functional. Based on the investigation above, the complaint is confirmed. The root cause was found to be manufacturing related. A risk assessment for "lopsided balloon" will be conducted but no corrective measures will be implemented at the manufacturing site as the product is already discontinued.